Event description:
The customer reported that a leads off condition for a pt is reported at the central station with the central station volume set to 1, and the display sector is blue. The customer stated that the nursing staff did not act upon the inop alarm until approximately 25 minutes later when a nurse entered the patient's room. The nurse corrected the leads off condition, and the bedside monitor immediately began red alarms for asystole. A code blue was called in and the nursing staff attempted to revive pt, but attempts were unsuccessful.